Manufacturer narrative:
(Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). Our investigation of the complaint is finalized. The compressor mini was investigated by our field service engineer (fse). The fse duplicated the problem and confirmed low pressure at start-up. The ventilator built to 48 psi but could not reach higher pressure. Fse found an exhausted hose on compressor motor and it was not fully seated, leaking from the connection part. The hose was reseated and the problem was solved. After this correction the compressor output reached to 60 psi and it passed all functional and electrical safety tests,was cleared for clinical use.

Event description:
(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the compressor alarmed for low pressure. Patient involvement is unknown. (B)(4).